Event description:
It was reported by the customer that a bd pyxis¿ es server had intermittent connection issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation the actual device involved in this incident, it was determined that there was an intermittent connection issue, and the device was on critical override. A technical support specialist dialed into the server at bd rss, ran a server downtime query and found no 'disconnected' flag. The technical support specialist restarted external messaging, data sync, and net tcp, but there were 0 available messages for processing. Upon checking hsv, 48 devices were on critical override due to communication issues. The user was informed to check with hit to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.